Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/26/2016, the reporter contacted animas alleging short battery life issue. The patient reportedly experienced a blood glucose (bg) value of 444mg/dl with excess uriation and excess thirst. There was reportedly no medical intervention required. There was no indication of a replace battery alarm emitted and alarm history indicated that the battery life was less than expected. The issue reportedly remained unresolved and the patient discontinued insulin pump therapy. This complaint is reportable because the patient experienced hyperglycemia while using insulin pump therapy as the user was unable to resolve the alarm resulting in a long term cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a review of the black box (bb) revealed data from (B)(4) 2016. The bb data from the date and time of complaint has been overwritten. The current bb revealed no evidence of battery life issue. The battery cap tightly secured to the pump. The pump powered on with the returned battery cap. Typical usage was observed in the current bb data. Current draws were measured and was within specifications; a battery life issue was not duplicated during investigation. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The reported complaint was unable to be duplicated. The pump cover was removed; there was evidence of internal moisture found on the printed circuit board and internal components. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.